Manufacturer narrative:
(B)(4). Investigation summary - the investigation confirmed the device is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jan. 24, 2018 upon evaluation of the returned device, the impactor is broken.

Manufacturer narrative:
(B)(4). Investigation summary ==> the investigation confirmed the device is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.